Manufacturer narrative:
Device failure suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported via clinic notes rec'd that the pt's vns was indicated high impedance. No adverse events have been reported as a result of the high impedance. Attempts for add'l info have been unsuccessful to date. Surgery to replace the pt's lead and generator has occurred. Attempts for the return of the pt's lead and generator are in progress.